Manufacturer narrative:
The product has not yet been rec'd for evaluation. However, the user indicated that they filled the cuff with a total of 23ml of sterile water. Instructions for use (IFU) recommend a total of 10ml. The device history record could not be reviewed without a reported lot number as a reference. Review of the complaint database for the previous 24 months indicates that this is the only reported issue of this type for this product. Smiths was unable to confirm the issue without benefit of returned product eval. However, the user reported over-filling the cuff with more than twice the volume recommended in the IFU, which could have contributed to the issue. An additional report will be submitted, should info become available for impacts the outcome of investigation.

Event description:
The reporter stated that a cancer pt who had a trach tube that "had been in the pt for quite a while...started bleeding and ended up with a tracheal fistula." The reporter stated that the cause of the fistula was unknown. The reporter stated that "quite a bit of fluid had been put into the cuff before changing the trach. A new tube was inserted into the pt and filled with 23cc of water. The pt's trachea burst, not the cuff of the trach."